Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements on this lead were high and out of range. Measurements had been within normal range a few months prior. A boston scientific technical services (ts) recommended monitoring the system and discussed troubleshooting options if the measurements increased. No adverse patient effects were reported. This lead remains in service.